Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Customer was guided by technical support to inspect and replace the cartridge o-ring, remove the pump from its case, clean the pneumatic area, and successfully reload the cartridge, allowing them to resume insulin use.